Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone called that the customer called to emergency medical services due to high blood glucose level on (b)(6 2020. Customer had blood glucose of 500 to 600 mg/dl. Customer was treated with insulin drip. Customer had symptoms such as vomiting. Customer had blood glucose level of 400 and 78 mg/dl. Customer stated that the drive support cap was normal. Insulin pump will not be returned for analysis.